Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2090-725h-(B)(4): the fiber cap exhibits signs of melting which formed a hole from the surface to the bevel edge; the glass cap exhibits devitrification at the output area, and detritus adhesion around output area; the heat shrink tubing exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a benign prostatic hyperplasia surgical procedure at 187,126 joules and 37 minutes damage to the fiber tip was noted. The fiber was exchanged and the second fiber was used to complete the procedure at 387,596 joules. The fiber tip was cleaned during the procedure. Good patient outcome reported.